Manufacturer narrative:
Additional information was received that the patient also felt pressure in her chest with one of the stimulation programs.

Event description:
A report was received that the patient was experiencing unwanted tingling stimulation. The patient was treated with medication and the device was reprogrammed.

Event description:
A report was received that the patient was experiencing unwanted tingling stimulation. The patient was treated with medication and the device was reprogrammed.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2158-70, serial # (B)(4), description: linear lead with enhanced stylet, 70cm.

Event description:
A report was received that the patient was experiencing unwanted tingling stimulation. The patient was treated with medication and the device was reprogrammed.

Manufacturer narrative:
Date of event: (B)(6) 2016.

Event description:
A report was received that the patient was experiencing unwanted tingling stimulation. The patient was treated with medication and the device was reprogrammed.